Event description:
The customer reported that there was a fast stop error and reboot message displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the interconnect cable and verified the fast stop failure did not occur due to cable movement, however, the error continues. He adjusted the system to +5.07 vdc, maximum adjustment. He regreased the candlesticks, then replaced the filament driver pcb. That did not correct the problem. After reinstalling the original filament driver pcb, the failure was corrected. The system operates as intended.